Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a rupture and a type 1a (proximal leak) with proximal aortic neck enlargement was identified. The patient has been sent to another hospital for treatment. No further information has been provided. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ia endoleak event is unconfirmed due to a lack of relevant medical records and imaging. Several attempts for medical imaging and medical records were made and denied, needing patient authorization. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical record/ images available for review. The final patient status was not provided. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.